Manufacturer narrative:
See d4 and d10 . Complaint has been evaluated and is similar to previous report number 1644408-2023-00274; 540-34-100, s810 - devise loosening. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to loosening.